Manufacturer narrative:
The product was not returned. A photo was provided of the lens laying on a white surface. One haptic is broken in the gusset area. Blood and solution can be seen on the lens. Product history records were reviewed, and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photo, the haptic is broken and clinical solution appears to be present on the lens. The product has not been received to evaluate. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. Information was provided that the surgeon noticed the broken haptic while explanting the lens. It is not unknown when the broken haptic occurred. Associated products were not provided. It is unknown if qualified products were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure the lens was dislocated in the right eye pseudophakia pciol (posterior chamber intraocular lens) dislocated in the bag inferiorly. The patient was taken to the operating room for explant of dislocated iol, then noticed that haptic was broken away from the lens. Additional information received includes patient had blurry vision, irritation, redness . The iol was exchanged with other lens following the initial procedure . The symptoms were resolving. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).